Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 5x100mm supera device referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a non-tortuous and heavily calcified lesion in the superficial femoral artery. A 5x100mm supera stent system could not be loaded onto an unknown guide wire. It was noted that the catheter tip was slightly detached and so the stent system was not used. A 5x80mm supera stent was successfully implanted; however, there was section of the vessel that needed treatment. Another 5x80mm supera stent was deployed; however, the stent came out when the delivery system was removed. Fluoroscopy was not used when removing the delivery system. There was a concern about the catheter tip separating as it could not be seen. However, after several attempts with angiography the tip was not found inside the patient and it was believed that the tip was still within the catheter. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The deployment issue was unable to be confirmed due to the condition of the returned device. The tip detachment was confirmed. It may be possible that the distal sheath was bent or entrapped within the vessel preventing the ratchet from engaging the stent properly; however, this could not be confirmed. It should be noted that the supera instruction for use, instructs: under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history revealed no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.